Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2014 with the following findings: the pump boots to verify screen with audible and vibratory features. The pump was exercised for 24hrs with returned cartridge cap and returned battery cap; no eaw¿s occurred during testing. A 10u audible bolus and a 10u normal bolus were successfully performed and accurately recorded in pump history. The bolus history found to be recording properly during testing. Investigators were unable to duplicate the complaint. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.